Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with its profile. A visual examination of the tip found no issues with its profile. The balloon was tightly wrapped and was not subjected to positive pressure. A visual examination found several kinks along the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The midshaft was kinked at 1.6cm proximal to the guidewire port. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-03798 and MDR ID 2134265-2014-03796. It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and "heavily" calcified left anterior descending (lad) artery. The lesion was predilated with a 2.5mm x 12mm unspecified balloon catheter and a 2.5mm x 28mm promus premier¿ stent was successfully implanted in the mid lad. It was determined that another stent has to be placed proximal the first stent. So a 3.50mm x 20mm promus premier¿ stent was advanced to the lesion but failed after several attempts. It was then noted that the proximal portion of the shaft of the stent delivery system (sds) was fractured. The 3.50mm x 20mm promus premier¿ stent was removed from the patient successfully. Then another 3.50mm x 20mm promus premier¿ stent was advanced to the lesion but encountered difficulty. It was also noted that the proximal shaft of the sds was fractured. The 3.50mm x 20mm promus premier¿ stent was removed successfully from the patient. Another 3.0mm x 18mm non bsc stent was advanced to the lesion but the device met resistance and the proximal shaft of the device was also fractured. A 3.00mm x 16mm promus premier¿ stent was also advanced to the lesion but resistance was encountered and the proximal shaft of the sds was fractured. The device was successfully removed from the patient. The lesion was then dilated using a 3.0mm x 15mm non compliant balloon catheter. A 3.0mm x 20mm promus premier¿ stent was advanced and implanted in the lesion successfully then a 3.25mm x 20mm apex balloon catheter was used for post dilation and the procedure was completed. No patient complications were reported. The patient was doing well and was discharged from the hospital.

Event description:
Same case as MDR ID 2134265-2014-03798 and MDR ID 2134265-2014-03796. It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and "heavily" calcified left anterior descending (lad) artery. The lesion was predilated with a 2.5mm x 12mm unspecified balloon catheter and a 2.5mm x 28mm promus premier¿ stent was successfully implanted in the mid lad. It was determined that another stent has to be placed proximal the first stent. So a 3.50mm x 20mm promus premier¿ stent was advanced to the lesion but failed after several attempts. It was then noted that the proximal portion of the shaft of the stent delivery system (sds) was fractured. The 3.50mm x 20mm promus premier¿ stent was removed from the patient successfully. Then another 3.50mm x 20mm promus premier¿ stent was advanced to the lesion but encountered difficulty. It was also noted that the proximal shaft of the sds was fractured. The 3.50mm x 20mm promus premier¿ stent was removed successfully from the patient. Another 3.0mm x 18mm non bsc stent was advanced to the lesion but the device met resistance and the proximal shaft of the device was also fractured. A 3.00mm x 16mm promus premier¿ stent was also advanced to the lesion but resistance was encountered and the proximal shaft of the sds was fractured. The device was successfully removed from the patient. The lesion was then dilated using a 3.0mm x 15mm non compliant balloon catheter. A 3.0mm x 20mm promus premier¿ stent was advanced and implanted in the lesion successfully then a 3.25mm x 20mm apex balloon catheter was used for post dilation and the procedure was completed. No patient complications were reported. The patient was doing well and was discharged from the hospital.